Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on (B)(6) 2023. [Additional information]: on (B)(6) 2023, the lot number of the embotrap iii revascularization device was received. The lot number of the device is 23a199av. A review of the manufacturing documentation associated with this lot (23a199av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Updated sections: b.4, d.4, g.3, g.6, h.2, h.4, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 13-sep-2023. [Additional information]: on 13-sep-2023, limited additional information was received. The information indicated that the target site being treated was the superior sagittal sinus. There was no calcification / tortuosity as it was a vein. A peel-away sheath was used; an 8fr introducer sheath was used. The response received related to dilator or access catheter used was as follows: supersheath 8fr 25cm (medikit), react¿ 71 catheter (medtronic), trevo trak 21 microcatheter (stryker), and chikai black 18 soft tip guidewire (asahi-intecc). The additional information confirmed there was no patient injury or consequence as a result of the reported issue. There was no break in the device integrity at the site of the defect. Updated sections: b.4, g.3, g.6, h.2, h.10, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure to treat an acute ischemic stroke (ais) targeting a superior sagittal sinus occlusion via femoral access, after the insertion of the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000192109), react¿ 71 catheter (medtronic), and the trevo trak microcatheter (stryker), a 6.5mm x 45mm embotrap iii revascularization device (et307645 / lot# unknown) was deployed and retrieved. A kink was observed on the emboguard when aspiration was performed. On 10-aug-2023, additional information was received. The information indicated that conformation was made with the physician that ¿that no aspiration was applied during thrombus retrieval, so he thought that the kink was not caused by aspiration. Also, because the thrombus was retrieved from the vein, the kink was not considered to be caused by tortuous. Resistance felt when retracting the embotrap into the [aspiration catheter] or into the [emboguard], possibly due to the large amount of thrombus, and the kink may have been occurred at that timing.¿ based on the additional information received on 10-aug-2023, the reported issue related to the 6.5mm x 45mm embotrap iii revascularization device has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿